Manufacturer narrative:
Investigation conclusion: bd completed an investigation. This attack focuses on the access to the network credentials, passwords, and aes keys used by the device to encrypt and decrypt traffic coming from the pump¿s wireless card. There is no manipulation or corruption of data. This is a confidentiality issue with regards to network settings. Device inspection: no device inspection was performed as a device was not returned for evaluation. Root cause analysis: an attacker takes the wireless card cover off the back of the device, inserts a cf card with malware that allows them to pull wireless credentials from the pump, and then puts the wireless card cover back on the device. They reboot the pcu and they can now access the wireless credentials on the device. This allows the attacker to gain the network credentials that the pumps use on the network. The root cause is that the pcu allows the credentials to be copied to the pcu. Device history review: no device history search was performed since no source device serial number was reported by the customer. A review in (B)(6) 2020 did not find an increasing trend for the reported issue of ¿stolen sensitive data from pre-loading a wireless card with malicious software¿. Bd has investigated the reported issue with the outcome determination that there is no patient safety risk.

Event description:
It was reported that an attacker can steal sensitive data from pcu from external interface. An attacker can steal sensitive data by pre-loading a wireless card with malicious software and then plugging it into the back of the pcu to try and get the aes keys. There were no actual events reported for the vulnerability reported.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an attacker can steal sensitive data from pcu from external interface. An attacker can steal sensitive data by pre-loading a wireless card with malicious software and then plugging it into the back of the pcu to try and get the aes keys. There were no actual events reported for the vulnerability reported.